Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal reference complaint: (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2018 and the physician noted a "full thickness burn of right side of uteri fundus". There was no uterine perforation. Intervention is unknown. The patient was discharged home. On (B)(6) 2018, the patient returned to the hospital with "generalized abdominal pain". The patient was admitted. On (B)(6) 2018, the physician performed a laparotomy which revealed a "3 separate areas of small bowel, first less than 5cm from ileocaecal valve, next was a 5cm long burn approx 20- 25cm from ic valve and the last was approx 40cm from ic valve" and a small bowel perforation. The physician performed a "midline laparotomy, limited right hemicolectomy". The patient was discharged on (B)(6) 2018 and "recovered well".